Event description:
It was reported that the lead would not fit properly into the lead cap to be secured properly. It was noted that something was inside set screw. It was noted that the surgeon retracted the screw to see if it was the screw obstructing advancement. It was further noted that they could not use that lead cap for that reason and it was not implanted. It was noted that no action was required as a result of this event. It was further noted that the lead cap was not implanted and had no patient impact. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).